Event description:
It was reported that the procedure was to treat a left carotid artery. An emboshield nav6 was implanted; however, when removing the filtration element there was resistance with the anatomy and the retrieval catheter kinked. The procedure was successfully completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for investigation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The retrieval catheter was not returned; therefore, the kink could not be confirmed. The reported resistance during removal could not be confirmed as it was based on case circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.